Event description:
It was observed that during device evaluation, the videoscope had the insertion tube in the soaking tub for twelve minutes. They pour the cidex opa from the gallon container into the soaking tube and test with test strips. They do not use chemical wipes on the video connector. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation found the insertion tube in the soaking tub for twelve minutes. They pour the cidex opa from the gallon container into the soaking tube and test with test strips. They do not use chemical wipes on the video connector. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): chapter 2 function and inspection of the accessories for reprocessing. Chapter 3 compatible reprocessing methods and chemical agents. Chapter 4 reprocessing workflow for endoscopes and accessories. Chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.